Manufacturer narrative:
Follow-up #1 date of submission 11/24/2015 device evaluation:the device has been returned and evaluated by product analysis on 11/09/2015 with the following findings: a review of the black box data showed no evidence of ¿no cartridge detected¿ warnings. During testing, the piston pushed up until the cartridge reached 165 units. A load step malfunction occurred. The force sensor calibration was found to be out of specifications. The force sensor resistance was out of specifications. Evidence of contamination was found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.